Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin was going into the insulin pump, both sides broke, and insulin kept flowing out. The customer's blood glucose reading was 60mg/dl. No further information was provided.